Event description:
The customer reported an oil mist coming from their unit. The customer reported that an employee complained of a burning sensation in his throat, and eyes, and "shallow breathing". Contacted the customer to follow-up on the employee's condition and the customer declined to share further information regarding whether or not the employee saw a doctor or received treatment for her symptoms, and could not expand on "shallow breathing". The asp field service engineer repaired the unit.